Manufacturer narrative:
This case was assessed as reportable to FDA, as the event, possible migration of product to the upper lip, was deemed to meet serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage of a body structure. The device history record for radiesse injectable implant could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) female patient. She was injected with radiesse into the base of the nose for raise the tip of the nose. The patient had a downwards nose tip. She had no aesthetic treatments in the past. A few days after the treatment with radiesse, the patient experienced a possible migration of the product to the upper lip. The patient experienced the numbness on the upper lip and then a lump in the upper lip appeared. The lump was not visible, but diagnosed by palpation. On (B)(6) 2018, during next medical check, lidocaine 2% was planned to be injected to thin the lump. The outcome of the events was reported as not resolved. Follow-up information was received on 17 apr 2018: the patient's date of birth was provided. The patient was (B)(6). She was a non-smoker. Medical history and concomitant medications were reported as none. Following the possible migration of the product, the patient also noticed discomfort in speaking. Corrective treatment included lidocaine 2%, injected into the lump. Systemic antibiotic was not prescribed. The outcome of the events was reported as unknown, and for 'possible migration of the product to the upper lip', 'numbness on the upper lip' and 'lump in the upper lip' changed from not resolved. In the opinion of the reporter, the events were not life-threatening and not considered permanent, but related to radiesse. Follow-up information was received on 07 may 2018: the physician reported that the discomfort in speaking was the discomfort that the patient presented when moving the lip. The patient had normal sensitivity which was not altered. The patient has been infiltrated three times with lidocaine, without any improvement. The patient wanted the lump to be surgically removed. Due to information provided, the outcome for 'numbness on the upper lip' was considered as resolved, and for 'possible migration of the product to the upper lip' and 'lump in the upper lip' as not resolved. Follow-up information was received on 16 may 2018: this case was upgraded to serious. The physician considered a surgical removal necessary to prevent a permanent damage, because the patient did not improve after local infiltration into the lump with lidocaine 2%.

Event description:
Follow-up information was received on 04 june 2018: the physician confirmed that a surgical removal was not performed as they were waiting for the laboratory results. The physician also informed that the biopsy was not performed because it was evident that it was radiesse. The patient did not improve. Due to the provided information, the outcome of the events 'possible migration of the product to the upper lip' and 'lump in the upper lip' was left as not resolved.

Event description:
Follow-up information was received on 09-jul-2018. The physician informed that surgical removal was not performed because the patient did not have resources to go to the plastic surgeon. Concerning the outcome of the events, the physician reported that the situation remained the same.